Event description:
It was reported that the pt heard crackling noise when using her cochlear implant. Within a week she was no longer able to hear with her device. The pt was reimplanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.